Event description:
On (B)(6) 2019 arjo representative was informed about the incident involving concerto + basic. It was reported that during patient showering the stretcher of the concerto basic shower trolley turned over and tilted leading to patient's fall from the device. As a result of the incident, the patient sustained nasal septum fracture and other facial fractures.